Event description:
During cardiac catheterization, after percutaneous intervention on two lesions in the lad, a percutaneous intervention was performed on the lesion in the mid-circumflex. Following stent deployment in the circumflex with xience expedition stent at high pressures, the balloon was deflated and the delivery catheter was removed. It was noted that the delivery catheter was fractured, with retained distal segment with its tip in the ostial circumflex and proximal end of retained catheter fragment somewhere in the aorta. Numerous attempts were made to snare this with numerous techniques, as well as attempts to wire the proximally occluded circumflex artery, over an hour or longer period failed. Were prepared to go to emergency open heart bailout surgery but family opted for medical therapy only, expecting death to occur due to intractable shock attendant to circumflex occlusion and cardiogenic shock. At the end of the procedure the patient was intubated, sedated, with systolic blood pressure 85-90, on alpha dopamine and full impella support. The patient was transferred to ICU. Patient expired on (B)(6) 2013 at 0101.